Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 113610, comp primary stem 10mm micro, lot # 689130, catalog #: 113952, sm hybrid glenoid base 4mm, lot # 076170, catalog #: pt-113950, pt hybrid glen post regenerex, lot # 692230, catalog #: 113022, versa-dial 38x19x39 hum head, lot # 763670. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00697, 0001825034-2020-00698, 0001825034-2020-00699, 0001825034-2020-00700, 0001825034-2020-00701. Remains implanted.

Event description:
It was reported that a clinical study patient received a right anatomic total shoulder arthroplasty approximately 4 years ago. Subsequently, the patient experienced a superficial surgical site wound infection about a month later that was resolved with a course of oral antibiotics. No additional information is available at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression wound concern or non-healing wound would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. Any invasive surgical procedure, increases the risk for development of a postoperative infection. The procedure breaks the skins natural protective layer allowing entry points for bacteria to be introduced into the body. Prophylactic use of antibiotics prior to initial incision in total joint arthroplasty is considered an appropriate use of antibiotics to prevent infection along with postoperative treatment for 24-48hrs. The prophylactic treatment does not signify treatment of infection, but current standard of care and not an abnormal finding. According to the center for disease control (2018) in clean or clean-contaminated prosthetic joint arthroplasties, do not administer additional antimicrobial prophylaxis doses after the surgical incision is closed in the or, even in the presence of a drain (strong recommendation; high-quality evidence). Additionally, the cdc states: antibiotics are only needed for treating certain infections caused by bacteria. Therefore, if an antibiotic has been administered beyond the normal intraoperative and postoperative standard of care treatment time frame, it can be implied it was utilized to treat a suspected bacterial infection. As documentation of oral antibiotic with no further treatment for wound concerns or deep infection it can be concluded the treatment was used to treat a superficial infection. This deviation signifies an alteration in the wound healing process and our complaint category, medical: infection: superficial and medical: surgical site: wound complication would apply. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.